Event description:
It was reported that the fiber was broken into multiple sections as soon as the laser was stepped on. Due to this, the procedure was completed using another device. There were no patient complications.

Event description:
It was reported that the fiber was broken into multiple sections as soon as the laser was stepped on. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The visual inspection concluded the fiber was received in three pieces; the fiber body break was observed. During the microscopic analysis it was observed that the fiber tip was degraded and, the inspection confirmed the connector was in good conditions, there were no defects. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. The complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.